Event description:
The pt had a lap band port placed surgically two years and nine months ago at another hospital. The port does not seem to be holding pressure and the surgeon thinks there is a leak from the port. The surgeon replaced the lap band port almost seven months ago. The pt had an uneventful post-op course without complications and was discharged home.